Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse inspected the instrument and observed imprecision on the sample probe. The fse identified the failure mode as faulty sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The dxc 700 au generated false low patient results for creatine (cre), magnesium (mg), glucose (glu), blood urea nitrogen (bun), phosphorous (phos), sodium (na), potassium (k), chloride (cl), aspartate aminotransferase (ast) and alanine aminotransferase (alt). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. An example of false results was provided for one (1) patient sample.